Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside the patient's body despite being deployed in the black-black state of the indicator window. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The vcd used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. A 5f non-cordis catheter sheath introducer was used. The device was stored according to the instructions for use (IFU). The deployment button was fully depressed and flush against the handle. The exoseal vcd and vascular sheath introducer were removed together as a single unit approximately 1¿2 seconds after depressing the deployment button. It is unknown whether the indicator wire was still visible upon removal. The plug fell out of the exoseal vcd shaft upon removal from the patient. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside the patient's body despite being deployed in the black-black state of the indicator window. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The vcd used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. A 5f non-cordis catheter sheath introducer was used. The device was stored according to the instructions for use (IFU). The deployment button was fully depressed and flush against the handle. The exoseal vcd and vascular sheath introducer were removed together as a single unit approximately 1¿2 seconds after depressing the deployment button. It is unknown whether the indicator wire was still visible upon removal. The plug fell out of the exoseal vcd shaft upon removal from the patient. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. During this visual analysis, no additional anomalies were reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the fully deployed returned device due to the nature of the complaint and because the plug was not returned for evaluation. Without procedural films of plug deployment, the exact cause of the issue experienced could not be conclusively determined during analysis since patient related events cannot be duplicated in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.